Manufacturer narrative:
During a follow up call on (B)(6) 2016, the customer was able to load a new cartridge successfully. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with 300 units of insulin. There was no impact to the customer's blood glucose level. As the customer did not have additional cartridges available during the time of the call, the customer indicated a cartridge would be loaded once the customer has a cartridge available.